Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was experiencing difficulty charging the pump. Despite connecting the pump to multiple wall adapters, usb cables, and outlets, the customer was unable to charge the pump successfully. The customer's blood glucose level was 107 mg/dl. Reportedly, the customer continued to use the pump for therapy but also had manual injections available.